Manufacturer narrative:
The events of infection and drainage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reasons for reoperation: "infection" and "drainage."

Event description:
Patient reported "infection/drainage" on an unspecified side. Device remains implanted.